Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. The device was tested and it was observed that the defibrillation energy charge function was inoperative. The device was internally inspected and it was observed that the red wire connector from the capacitor to the pcb was disconnected and the white wire connector was very loose. Physio determined that the cause of the reported issue was due to disconnected wire connectors.

Event description:
The customer contacted physio-control to report that their device¿s readiness led was not flashing, indicating that the device was in a ¿not ready¿ state. The reported issue was observed during the initial installation of the new device at the customer¿s facility. There were no reports of patient use associated with the reported event. Physio-control was able to remotely download the electronic records from the device for review. Upon review of the electronic records, physio-control observed that the device had logged an event code in its memory which is indicative of a potential failure that may impact the device¿s ability to provide adequate defibrillation therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control has provided the customer with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device¿s readiness led was not flashing, indicating that the device was in a ¿not ready¿ state. The reported issue was observed during the initial installation of the new device at the customer¿s facility. There were no reports of patient use associated with the reported event. Physio-control was able to remotely download the electronic records from the device for review. Upon review of the electronic records, physio-control observed that the device had logged an event code in its memory which is indicative of a potential failure that may impact the device¿s ability to provide adequate defibrillation therapy if it were needed. There was no patient use associated with the reported event.